Manufacturer narrative:
The reported event of dislodgement could not be confirmed by analysis. As received the connector portion of a partial lead was returned in one piece measuring 45.0 cm. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion that breached only the optim insulation consistent with friction of the lead to the device can was found at 11.9 cm to 13.0 cm from the connector pin. The silicone insulation beneath was not damaged in this region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade. During the procedure it was noted that the right ventricular lead had migrated. All electrical parameters were normal. The physician attempted to extract the lead, however it became lodged under the clavicle bone. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.